Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported "after insertion of the proximal catheter and subsequent release of the rickham reservoir, it dislocated from its metal attachment, leaving the proximal catheter attached only to the metal mount and no reservoir. As a result, the proximal catheter had to be removed, a new rickham attached and the catheter replaced." Additional information received: the proximal catheter was connected to the rickham and a ligature was applied as usual. It was implanted as usual: advancement of the proximal catheter with the rickham reservoir attached. The patient has a pronounced stitch canal bleeding whereas this is probably not due to the manipulation to exchange the rickham reservoir. For replacement, the catheter was simply pulled back a bit, the defective reservoir was removed after loosening the ligature, a new reservoir was attached along with a new ligature. Estimated around 10-15 minutes. A new reservoir had to be retrieved and the two reservoirs replaced.

Manufacturer narrative:
Complaint sample was returned for evaluation: DHR - lot 6267053, conformed to the specifications when released to stock. Failure analysis - the rickham reservoir was returned in 2 parts and was visually inspected; no defects were noted with the silicone cap or the metal connector, it looks like they have been separated during handling. Root cause - the possible root cause for the issue reported by the customer could be due to atypical force, possible when connecting the catheter, at the time of investigation no defects (cut/tear) were noted with the rickham reservoir, only that the 2 parts were separated when returned.

Event description:
N/a.